Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(4) 2010 and is normally submitted via an alternative summary reporting (asr). Information was subsequently received on (B)(4) that revealed an out of spec analysis for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned and analyzed and found the helix disengaged from helical channel. There was blood/body fluid (not obstructed) on the distal conductor, outer tubing overlay had cosmetic environmental stress crack and breached cut, there was blood in/on the helix/lobe mechanism (sleeve head) and helix/lobe mechanism, and there was a tip seal observation. The device is part of the advisory for this model.

Event description:
Pocket infection was reported. The lead was removed. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.